Event description:
The customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access 2 immunoassay system used in conjunction with access accutni assay and calibrators. An initial troponin I result of 0.15 ng/ml was obtained. Subsequent analysis of the patient's sample, on an alternate access 2 system, recovered a lower result of 0.01 ng/ml, within the normal reference range. The elevated result was not released out of the laboratory. There was no patient impact associated with this event. The customer stated wash valve/pump motion and sample counts outside limits system errors had posted to the instrument's event log during the sample analysis. The customer indicated system check and quality control (qc) were within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified hardware performance and noted wash pump motion errors. The fse cleaned the wash pump rotor and stator and primed the instrument then noted small bubbles in the wash valve. The fse replaced the rotor and stator, and the gasket to resolve the bubbles in the wash pump. In addition, the fse replaced the seal and o-ring. The fse completed system check and high sensitivity system check; no issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Rotor, stator.